Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user experienced a hit over the implant area whilst playing tennis. Since then, hearing is reportedly intermittent with the device.

Event description:
The user experienced a hit over the implant area whilst playing tennis. Since then, hearing is reportedly intermittent with the device. The user has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation revealed a device failure due to a coil wire fatigue fracture. Due to the fact that no intermittencies were stated prior to the reported sport accident it is highly likely that the excessive mechanical stress caused by the impact is the root cause for the final breakage of the wire. Micromovements experienced over the years may have contributed to the observed failure mode. This is a final report.